Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent thrombosis and death occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 30x3.0mm, concentric target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 3.00x38mm promus element¿ plus stent was deployed to treat the target lesion in (B)(6) 2015. In (B)(6) 2015, patient presented with stent thrombosis and the patient expired.